Event description:
The pt received two trial leads with the same lot number. It was reported during the trial the pt began to feel abdominal pain on the right side and intermittent vaginal pressure. The pt went to the emergency room and an x-ray showed no lead migration. The pt was checked for gall bladder and gastrointestinal problems and all testing came back negative. The pt was prescribed valium. Follow-up regarding the pt found the pain and pressure had resolved. The trial leads were removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.